Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that there were high impedances noted during the patients reprogramming session, however, the patient was successfully reprogrammed. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned. No further information has been obtained despite good faith efforts.